Manufacturer narrative:
A visual evaluation of the returned device revealed that the proximal end of the push catheter was kinked. The guide catheter was stretched and broken close to the proximal end. The broken distal piece of the guide catheter was removed from the delivery system. The distal end of the guide catheter was kink/bend (suture impression). The suture was intact at the distal end of the push catheter and was free of damage. The broken proximal end of the guide catheter with the hub and the stent were not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure within the bile duct of a patient on (B)(6), 2010. According to the complainant, during the procedure the delivery system was successfully advanced into the target lesion. However, during deployment the guide catheter stretched, and the stent was unable to be deployed. During withdrawal of the delivery system, the stent was deployed into the patient¿s duodenum. An attempt was made to retrieve the stent; however, it was reported that the stent had already been eliminated. The procedure was successfully completed with another flexima biliary stent system. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) (intervention required) (B)(4) stent premature deployment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure within the bile duct of a patient on (B)(6) 2010. According to the complainant, during the procedure the delivery system was successfully advanced into the target lesion. However, during deployment the guide catheter stretched, and the stent was unable to be deployed. During withdrawal of the delivery system, the stent was deployed into the patient's duodenum. An attempt was made to retrieve the stent; however, it was reported that the stent had already been eliminated. The procedure was successfully completed with another flexima biliary stent system. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.